Event description:
The account stated a (B)(6) architect anti-hcv result was generated on a patient specimen. The serum sample tested architect anti-hcv (B)(6) but ortho s/co = >5.0 (no interpretation was given). Additionally, the account stated the architect anti-hcv (B)(6) control was running low both in and out of range. It is unclear if the quality control was within range when the (B)(6) architect anti-hcv patient result occurred. The (B)(6) architect anti-hcv result was not reported outside of the laboratory. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, architect anti-hcv, list 6c37, that has a similar us product distributed in the us, architect anti-hcv, list 1l79. An investigation is in process. A follow-up report will be submitted when the investigation is complete.